Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: one 60033e sample from lot 20067099 was received for investigation inside an opened packaging; residual fluid was present within the line. Further information from the customer indicated the leakage was identified at the tubing to tubing adapter located below the flow stop component. DHR was performed. 2 qn's were initiated. (B)(4): dates printed on labels were incorrect. (B)(4): incorrect assembly of tubing n/p 660096 with expanded shoulder n/p 620-00065 a visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to pressure testing in order to replicate the customer's experience; no leakage was identified throughout testing. The root cause of the customer's experience could not be determined in this instance as no leakage was observed during testing of the returned sample; in this instance no manufacturing defects were observed which may have contributed to the customer's experience.

Event description:
It was reported that the gp series filter set, 0.2 m, 2 ss y, pe leaked. The following information was provided by the initial reporter: "leaky joint/connection".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gp series filter set, 0.2 m, 2 ss y, pe leaked. The following information was provided by the initial reporter: "leaky joint/connection".